Manufacturer narrative:
Report source (study): (B)(4) non complex biliary stones randomized control trial (rct). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a microknife rx needle knife xl was used in the duodenum during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2020. Prior to the procedure, the patient was given prophylactic antibiotics along with indomethacin. A standard cannulation technique was performed in the first fifteen minutes using this microknife rx needle knife xl and a jagwire guidewire through a duodenoscope. However, they were not able to successfully perform a direct standard biliary cannulation. Hence, the spyglass procedure was no completed. There were no reported problems with the spyscope ds ii access and delivery catheter and spyglass ds controller used during the spyglass procedure. An endoscopic retrograde cholangiopancreatography salvage procedure was performed instead. The procedure was completed using the microknife rx needle knife xl and a jagwire guidewire. On (B)(6) 2020, the patient presented with duodenal perforation. Reportedly, the patient was hospitalized for a prolonged period of time as a result of duodenal perforation, wherein cholecystectomy was performed including the repair of the duodenal injury with modified graham patch. In the physician's assessment, the duodenal perforation was not related to the spyglass system but likely related to the microknife rx needle knife xl device used for the sphincterotomy. As of (B)(6) 2021, the patient had no further complications reported.